Manufacturer narrative:
H3. Product analysis: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within an opened pipeline flex outer carton (b202795), within an opened pipeline flex inner pouch (b202795), and within a dispenser coil. The pipeline flex pusher was found extending from within the phenom 27 catheter hub for ~46.0cm. No damages were found with the phenom 27 catheter body. No damage was found with the phenom 27 distal marker/tip. The pipeline flex embolization device was pushed out from within the phenom 27 catheter, deploying the braid. No bends or kinks were found with the pipeline flex pusher. However, the pusher was found detached at the distal hypotube weld (solder joint). There was no evidence of stretching or elongation with the pipeline flex pusher. Both ends of the braid were found open, but damaged (frayed). The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. It is likely the damage found with the pipeline flex braid, the placement of the braid in a vessel bend or the patient¿s ¿severe¿ vessel tortuosity contributed to the event. Regarding the solder joint separation issue, this event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, solder joint separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed the presence of soldering material (tin), thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n was performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to a specification that led to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer report # 2029214-2021-01024 for the other pipeline involved in this event. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing treatment for a paraophthalmic aneurysm. The patient's vessel tortuosity was severe. The landing zone was 2.94mm distal and 4.9mm proximal. Dual antiplatelet treatment was administered. It was reported that the phenom plus and phenom 27 catheters were used to deliver the pipeline and coil. Initially a benchmark catheter had to be changed out because access was tough. Coils were delivered, then a pipeline shield was opened in m1 segment. The distal end would not open, so the doctor recaptured the device and attempted to open two more times. They removed the first pipeline and tried to place the second device. The same issue occurred with the second pipeline. Both would not open distally even when recaptured to manually push sleeves back. The second device was removed and a third pipeline flex was successfully delivered. The distal end of the pipelines had been positioned in a bend, and more than 50% had been delivered when they failed to open. The first pipeline had each been resheathed more than 2 times, and the second had been resheathed 2 or less times. The doctor had tried wagging and repositioning the devices in order to open. The patient did not experience any injury. Post procedure angiography was said to be good. T he devices were prepared according to the instructions for use (IFU). Ancillary devices include a penumbra benchmark catheter, phenom plus guide catheter, phenom 27 microcatheter, and a penumbra 400 coil.